Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented for device check, noise was noted on the right ventricular (rv) lead. The noise was noted with high ventricular rate (hvr) episodes on electrograms and noise reversion alerts. The noise could not be reproduced. Programming changes were made. The patient was stable and will continue to be monitored..